Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign matter in the forceps channel could not be identified and a definitive root cause of the issue could not be determined, however, due to a leak observed at the distal tip, it is possible that reprocessing could not properly be performed and the foreign matter could not be removed. The instructions for use which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) reported on behalf of the customer that when using an evis lucera elite gastrointestinal videoscope, there was a blocked suction channel. The issue occurred during preparation for use and the procedure was completed with a similar device. There was no procedural delay, or no patient harm associated with the event. The device was returned and evaluated and upon evaluation, there was foreign matter clogging the biopsy channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to foreign matter clogging the biopsy channel. Additional evaluation findings were as follows: the insulation resistance value of the insertion section did not meet the standard value due to scratches on the plastic distal end cover, the bending angle in the upward direction did not meet the standard value, the play of the up/down knob was out of standard value due to abrasions of the angle wire, the suction did not work, waterproofing was not possible due to the broken distal end, the screen was partially dark due to scratches on the charged coupled device (ccd) lens, and the light guide bundle was in poor condition. Also, there was a scratch on the ccd lens, the light guide lens was broken, the bending section cover adhesive was broken, there was a wrinkle on the universal code, and the cover unit was corroded by water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.